Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an internal hemorrhoid ligation procedure, performed on (B)(6) 2025, for the treatment of internal hemorrhoids in the anus. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the device returned without the ligator housing. The trip wire was secured into the handle slot. The reported event of bands failure to deploy was not confirmed. The ligator housing was not returned, therefore, it is not possible to determine if this component had any sort of damage that would have affected the bands deployment. Based on all gathered information, and without proper evaluation of the device, the probable cause is not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an internal hemorrhoid ligation procedure, performed on (B)(6), 2025, for the treatment of internal hemorrhoids in the anus. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.